Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. Reportedly, the charging supplies were able to successfully charge another device. There was no impact to the customer's blood glucose, as the pump was not being used on the patient at the time of the event.